Manufacturer narrative:
(B)(4) - although a temporal relationship between the diagnosis of e. Coli peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the episode of e. Coli peritonitis. There is no documentation in the complaint file supporting a possible association between the liberty cycler and the event of e. Coli peritonitis as the patient had been performing manuals for an unknown period of time. A temporal relationship between the patient experiencing constipation (the potential for an increase in transmural transmission of bacteria) due to unknown pain medication and the episode of e. Coli peritonitis may exist. Additionally there is no allegation against any fresenius products and the event of e. Coli peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow up call a peritoneal dialysis nurse (pdrn) reported that a patient was hospitalized on the (B)(6) 2017 and was discharged on the (B)(6) 2017 due to peritonitis. Pdrn stated it was due to preexisting conditions including heart issues and weak knees in which the doctor had prescribed the patient pain medication that caused his constipation and ultimately caused e. Coli peritonitis.. The pdrn stated it was not due to the cycler but the patients preexisting conditions. The patient was prescribed antibiotic ancef.